Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon examination, episodes of non-sustained right ventricular oversensing were observed due to low amplitude lead noise and myopotential oversensing on the right ventricular (rv) lead. Bi-ventricular pacing inhibition occurred during these episodes. Programming changes were made to resolve the pacing inhibitions. The patient's condition remained stable throughout the examination. Due to the limited information received, further follow-up to obtain related details was not possible.